Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received 2 of item 138114a in unopened original packaging. Performed a visual inspection of the devices and there were obvious signs of a breach in one device but not the other. During visual inspection of the device with an obvious breach, it had been noticed that a section of the packaging that had been heat sealed was now raised and no longer sealed down, with shadows visible beneath it. A functional inspection was performed on the device that did not have an obvious breach. The device was dye leak tested per tm-10-217 rev. F, which indicated that the heat seal was insufficient as there was leakage out of the packaging. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 177 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.